Manufacturer narrative:
As part of investigation, the ess performed an in-service that included the reprocessing steps for pre-cleaning and storage. The ess reported that the facility¿s registered nurse was informed that the mh-974 washing tube needs to be used at pre-cleaning to flush the elevator wire channel. The device was not returned to the service center for evaluation. A review of the instrument history showed the scope was returned to service on (B)(6) 2020 for distal end leak. The customer¿s complaint was not confirmed. The findings on the scope were repaired and the scope was returned to the customer.

Event description:
The service center was informed that during the customer¿s onsite in-service on (B)(6) 2020, with the endoscopy support specialist (ess) it was noted that the customer was not using the washing tube and flushing the elevator wire channel at pre-cleaning. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the failure to use the washing tube is ascribable to improper handling by the user (human error). It is inferred that the event was caused by the failure to clean the elevator wire channel during the reprocessing process. It was determined that the efficacy of the reprocessing was insufficient due to failure to clean the elevator wire channel. The legal manufacturer recommended that the user refer to the instruction for use ¿chapter 7 cleaning, disinfection, and sterilization procedures ultrasound gastrovideoscope gf-uct180 103¿ in section ¿7.3 preclearing if the endoscope is not immediately precleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Preclean the endoscope at the bedside in the procedure room immediately after each procedure. These steps are to be performed when the suction pump is still connected to the endoscope. ¿ during precleaning, wear appropriate personal protective equipment. Prepare the following equipment, and wear appropriate protective equipment. Preparation turn the ultrasound center, video system center and light source off. Prepare a 500 cm3 (500 ml) container of detergent solution at the temperature and concentration recommended by the detergent manufacturer. Prepare clean water in a 500 cm3 (500 ml) container. Personal protective equipment. Clean, lint-free cloth. 500 cm3 (500 ml) containers. Detergent solution. Clean water . Air/water channel cleaning adapter (maj-629). Washing tube (mh-974) . 5 cm3 (5 ml) syringe".